Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the device was error in the stand movement. The philips engineer suggested service, but the quote got expired as there is no response from the customer and no service has been provided from the philips.

Event description:
It has been reported to philips that there was a stand movement error. No harm has been reported to philips. Philips has started an investigation of this complaint.